Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left main trunk (lmt) to the left anterior descending (lad) artery. After an unspecified stent was deployed in the lmt, a 2.50x28mm promus element¿ plus stent was advanced to the distal part but was unable to cross the lesion. The device was exchanged with a 2.5x 12 promus stent but this device also didn't cross the lesion. The physician used two wire technique and deep engage but still the device was unable to cross. The guiding catheter was changed and the 2.50x28 was advanced again but still it failed to cross the lesion. It was then noticed that the stent got lifted. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).